Event description:
A 2.5 mm diameter x 14 mm length endeavor drug-eluting stent system was inserted into a pt with target lesion rca #3. Pt morphology with rca moderate tortuosity, % stenosis unk and no calcification. A taxus stent was previously deployed at rca#1. Pre-dilation performed although back up support guide catheter was not sufficient, as engagement of the catheter was difficult. The endeavor stent was caught on the stent strut of the deployed taxus stent during delivery, and unable to deliver. Subsequently, the guide catheter was disengaged, and when the sds was removed from the body, the endeavor stent was dislodged at rca#1. The physician attempted to retrieve the stent using snare catheter, but the stent moved to distal side of rca #4. The stent was crushed to the vessel wall using a balloon catheter. The physician commended that he optimistically thought the endeavor would be able to cross the lesion under poor support of insufficient engagement of guide catheter and this event is related to rather procedural issue. No health hazard was caused after completion of the procedure and no additional clinical sequelae were reported. The info received, confirmed that the stent remained in the pt and the stent delivery system was not returned for eval. As it was also confirmed that the cd images of the procedure are not available for review, the info received to date, forms that basis of this investigation. It was confirmed from the field that the stent was inspected prior to use with no issues noted. As the physician confirmed that the endeavor stent caught on a previously deployed stent and that the guide catheter support during the procedure was not sufficient, it appears most likely that these factors impacted on the reported stent dislodgement. It appears most likely that the stent retention of the device was impacted during the procedure and that as an attempt was made to retract the device from the pt, the stent dislodged from the balloon.

Manufacturer narrative:
Eval codes, results: dislodgement. Poor guide catheter placement prior to advancement of endeavor device. Eval code, conclusions: caught on previously deployed stent.